Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 1334592, d.4. Medical device expiration date: 31-dec-2026, h.4. Device manufacture date: 30-nov-2021; d.4. Medical device lot #: 1351567, d.4. Medical device expiration date: 31-dec-2026, h.4. Device manufacture date: 17-dec-2021; d.4. Medical device lot #: 2026083, d.4. Medical device expiration date: 31-jan-2027, h.4. Device manufacture date: 26-jan-2022. H.6 investigation summary: samples were received, and an investigation was performed. This is the 1st complaint for the reported lot number 1334592. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number 1351567. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number 2026083. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that 3 of the bd micro-fine¿ pro pen needles were unable to deliver medication. Lot numbers provided 1334592, 1351567, and 2026083. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, the drug solution did not come out.